Event description:
A patient reported that they were unable to press the buttons effectively on the touchscreen. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.